Manufacturer narrative:
A general reagent issue can be excluded, since the qc and calibration were acceptable. The provided tube images revealed a compromised gel barrier contaminated with erythrocytes. The alarm trace showed sample quality-related alarms. The h-index (hemolysis) remained low, while the ldh concentration in the erythrocytes was high, which can cause massive false elevations. A pre-analytical issue at the customer site was confirmed. The field service engineer cleaned and decontaminated the system, checked the adjustments, and verified that the maintenance was up to date. The instrument performs within specifications. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic (poor sample quality) issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The calibration was last performed on (B)(6) 2025. The customer noticed an increase in alarms associated with sample quality. On 14-nov-2025, the qc was within the expected range. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with lactate dehydrogenase acc. Ifcc ver.2 assay on a cobas c 503 analytical unit. Sample 1: initial result: 414 u/l. 1st repeat result: 190 u/l. 2nd repeat result: 185 u/l. No questionable result was reported outside the laboratory. The 1st repeat result was deemed to be correct and reported outside the laboratory. Sample 2 was tested on (B)(6) 2025: initial result: 450 u/l. Repeat result: 195 u/l. The initial results did not match the patients' previous results, prompting the repeat of the samples.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The investigation is ongoing.

Manufacturer narrative:
The customer alleged discrepant results for an additional patient sample that was tested on (B)(6) 2026 using the lactate dehydrogenase reagent lot number 918056: sample 3: initial result: 468 u/l. Repeat result: 150 u/l. The investigation is ongoing.